Manufacturer narrative:
Physician stated the event was not related to the graft itself, but was related to the patient's condition.

Event description:
On (B)(6) 2014, a patient was implanted with a gore® acuseal vascular graft in the right brachial axillary by using the former arteriovenous fistula for arteriovenous access. The graft was cannulated on (B)(6) 2014. It was reported to gore that on (B)(6) 2014, the graft lost primary patency and a surgical declot procedure was performed two days later . On (B)(6), a temporary access was performed followed by four central venous catheters, which were implanted (B)(6) 2014. On (B)(6) 2014, the patient presented with an infection . (B)(6) and klebsiella were identified and it was stated that those were not coming from the implanted graft. Additionally a systemic sepsis was proven. Altogether there was one surgical declot performed on the graft until the graft lost functional patency on (B)(6) 2014. Further, it was reported that the ongoing poor blood flow made further line changes necessary. Those were performed on (B)(6) 2014. Finally, a kidney transplant was performed on (B)(6) 2015. This is part of a data collection study from dr. (B)(6) using the gore® acuseal vascular graft for arteriovenous access.